Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles in the shell and red particles in the gel. A visual and microscopic analysis was performed which identified broken sharp, non-penetrating nicks, opening striated and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. A striated edge broken due to surgical damage consist in the use of some surgical tool. Reason for reoperation due to "ruptured implant" and "siliconoma which has moved outside the breast pocket." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side ruptured implant, siliconoma which has moved outside the breast pocket, pain in the axillary area, breast feels tender, 7mm cyst. MRI shows mildly enlarged lymph nodes. The device will be explanted.